Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 320 mg/dl. The customer removed the pump and delivered a manual injection to stabilize bg level. The customer reverted to manual injections for therapy. During the call with tandem technical support, review of pump data indicated the customer setting temporary rates at 0 units per hour, after entering bg level. Customer acknowledged that temporary rates were set. The customer was educated that when setting a temporary rate of 0 stops all basal insulin during that timed duration. It was indicated that the customer would consult with the health care provider about returning to pump therapy.